Manufacturer narrative:
(B)(4): the customer performed the evaluation and identified the ac power module failure. The customer was provided a part ID and supplies contact information to order a replacement ac power module. Based on the customer's report we will consider this a malfunction of the ac power module. As of 04/22/2013 there have been no further reports of this issue from this customer.

Event description:
The customer reported that the ac power module is not working. There was no reported patient involvement.